Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had low impedance and a polarity switch occurred; a unipolar impedance warning was triggered. It was noted the trend showed historically lower impedances. The lead remains in use. No patient complications have been reported as a result of this event.